Event description:
The event is reported as: complaint alleges that a circuit triggered a "circuit" alarm during calibration of infant ventilator. After switching to a circuit from a different lot they were able to calibrate the ventilator. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. Assembly process and manufacturing procedure were reviewed and no findings related to the reported issue were found. The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was assembled and inspected according to our specifications. Customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.